Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the pocket site and had difficulty charging the implantable pulse generator (ipg). It was also stated that the ipg was not able to lay flat. The patient underwent a revision procedure wherein the ipg was repositioned and moved to the opposite site.